Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported insufficient information. Healthcare professional later reported capsular contracture baker grade IV, pain, and shapeless breasts on right side, device remains implanted.

Manufacturer narrative:
Corrected data: a.2.

Event description:
Patient reported insufficient information. Healthcare professional later reported capsular contracture baker grade IV, pain, and shapeless breasts on right side, device remains implanted.